Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2018. International UDI: (B)(4). Reporter phone number unknown. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se will replace the power management (pm) printed circuit board assembly (pcba). No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
It was reported that prior to use, the ventilator generated a check vent alarm failed error code. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 04may2019. A power management (pm) board was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. During the investigation the ventilator generated a 5 v supply failed and primary alarm failed error codes. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u12) on the pm board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 07mar2019. Date rec'd by MFR: 04mar2019. Information was received that the philips service engineer replaced the power management (pm) board and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.